Event description:
It was reported that the patient had high impedances across one lead resulting in ineffective therapy. Surgical intervention was undertaken on (B)(6) 2022, where both of the patient's leads were explanted and replaced with a paddle lead. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000118724.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.